Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had broken battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin is squirting out. Insulin pump unable to leave the prime loop. The insulin pump will be returned. Nothing further reported.